Event description:
Information was received from a patient and a healthcare provider regarding a patient who was receiving fentanyl via an implantable pump for non-malignant pain. It was reported that the patient stated they had a problem with their pump that they were not able to get any help with. The patient stated they would hear a solid beep randomly at a random time, for 15 seconds at the longest, maybe every other hour since about a month ago or a little longer since their refill. The patient mentioned they felt like they were not getting good pain relief and thought this was the problem. The patient went to the healthcare provider who interrogated the pump and said all the information they have said the pump was working as it should. Alarm considerations were reviewed. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient's managing physician four days later. The physician stated that the patient's pump was running fine and they were getting the medications. The physician stated the pump didn't seem to have any alarms on when they read it but the patient does feel intermittently a beep that is 15-20 seconds long and probably goes about 10 times a day. When the physician was asked when the beeping started, they stated about a month ago. The physician mentioned that they did a refill on january 30th and there was a low reservoir alarm going off prior to the refill. The patient also had an MRI not long before the refill. Information on concurrent alarms was reviewed and the physician was walked through updating the pump to silence the active alarm. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.